Event description:
In a recent routine pt correlation study, hematocrits on the istat, abbott diagnostics, were observed to have poor correlation with coulter hmx hematology analyzer, and unacceptable reproducibility.